Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was green, horizontal noise that occurred on the oev321uh(uhd lcd monitor), and the maj-2429(sdi cable) when the cv-1500(video system center) was turned on and connected to the scope. There was noise when outputting in 4k, but no noise with the hd-1080i output. This occurred during a therapeutic procedure, and the procedure was completed using a replacement. There was no report of patient harm. This report is linked to the patient identifier, (B)(6).

Manufacturer narrative:
E1) establishment name: (B)(6). The device was returned to olympus for evaluation and the reported event was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.